Event description:
It was reported that a spectrum pump with excessive noise during therapy (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "pump runs with excessive noise," which was reproduced while running a loaded set. The motor assembly was replaced to address this condition.